Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited crosstalk oversensing. Technical services (ts) stated that there was atrial pace crosstalk on the ventricular channel. The episode was not marked and was blanking so it did not affect ventricular pacing. However, atrial pacing appeared to be sensor driven and was delaying mode switching. As soon as the atrial pace stopped, the device mode switched. Ts recommended programming changes. This device remains in service. No adverse patient effects were reported.